Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had been having problems charging the battery in their back. It took the patient 15 minutes just to find the position so they could start charging. When they were able to start charging, it took 1 1/2 hours to charge. They charge twice a day, once in the morning and once at night. If they try to go 24 hours, the charge on the battery in the back will be so low it will take them 2 hours in the morning to charge. When they wait 24 hours their battery is very low and the triangle appears. Since they received the new plug, they are able to charge the battery; however, they need to charge every 12 hours. The new cord helped the patient to recharge much better. They do not have to charge every 2 hours, they have to charge twice per day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt stated starting about 7 months ago, they noticed the ins battery wouldn't last 24 hours. Pt said they charge every 2 hours to avoid the ins battery getting low/showing the low battery triangle next to it as pt was concerned getting that low was bad for the ins and controller battery. Pt said they spoke to their rep, and their rep said it was ok if battery got that low. Pt did mention one time when the ins battery got too low they woke up in pain in the middle of the night. Patient services (pss) reviewed letting the battery get low would not harm ins, but stimulation would turn off once ins got low/empty. Pss also reviewed settings/programs affect battery depletion and pt could have programming looked at if needed, pt said after pt first noticed the problem about 7 months ago, their rep reprogrammed the ins.